Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.

Event description:
On 6 january 2026, a distributor reported via email that ar-1380c lot 15322180 bio-comp interfscrw w/disp shth's bio-screw crack during acl procedures on 05th nov 2025. The procedure was completed successfully with an additional ar-1380c, and no patient harm was reported on patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.